Manufacturer narrative:
Result: pole hooks.

Event description:
It was reported by service report that the IV pole hooks are broken off and sharp edges are reported. No pt involvement or adverse consequences are reported.